Event description:
It was reported that the patient was implanted an ncb femoral plate on (B)(6) 2011. After healing, the implant was removed on (B)(6) 2014. It was reported that the cap was removed without any problem, but the screw (exact catalogue number unknown) was broken. No harm or injury to the patient were reported. No injury delay was reported.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review since they were scrapped by the hospital. No surgical reports were received for review. As no lot number were provided for the screw, the screw history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).